Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that on 24-dec-2025, the patient was in a walmart maintenance shop, and when they pass through the back door the ins was hurting the patient. The agent confirmed with the caller if they pass through a security gate or theft detector, and the caller confirmed that there was. Agent reviewed information. Caller also mentioned getting a notification, "battery low". The agent reviewed information and redirected to hcp. The patient mentioned that their hcp was 600 miles away.